Event description:
Atrial lead warning for low impedance on (B)(6) 2019. Patient is in due to (B)(6) syncope episodes. Lead manufactured by st jude. Case: (B)(4), sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).